Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-aug-2023. H6: investigation summary: one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that three embedded brown spots were present on the graduated scale. The observed condition is non-conforming per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: registered nurse (rn) was preparing to administer medication and noticed debris inside the barrel of the syringe. What was the original intended procedure? : med admin.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: registered nurse (rn) was preparing to administer medication and noticed debris inside the barrel of the syringe. What was the original intended procedure? : med admin.